Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement. The right atrial (ra) lead was surgically capped due to high ra pacing impedance (greater than 2500 ohms). Additionally, the local representative reported that the ra lead may have moved from the original implant location.